Event description:
On (B)(6) 2010, a respiratory therapist reported that inovent device (B)(4) was not calibrating and that they needed to put the device on "a baby who was crashing." The reporter refused technical support to troubleshoot the device as he "did not have the time." It was later reported, the respiratory therapist decided, on his own, the inovent device was not calibrating due to the nitric oxide (no) cell. When the respiratory therapist replaced the no cell in the device, he stated the device started "operating correctly," and was subsequently put on the baby. The time frame involved in the replacement of the no cell was not provided.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported inovent device (B)(4) was not calibrating. The device summary is as follows: the device was troubleshooted by the user and the nitric oxide (no) cell was replaced. The pt was later started on inotherapy and remains on treatment. The subsequent delay in treatment is considered a near incident.